Event description:
It was reported that a pre-filled cadd cassette had a small pump on the top, and the pump alarmed -no disposable-. No lot number available. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.